Manufacturer narrative:
Investigation summary: it was reported the needle was blocked. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. A functional test was performed by connecting the needle to a syringe with saline solution. The solution expelled with a normal flow. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked during their anesthetic injection. The following information was provided by the initial reporter: "the customer complaint received was cc # 1900092834 with a failure mode of 'needle blocked'. "The customer reported "25ga x 1 inch safety-glide injection needle contained in the kit, seemed blocked when used on the patient to inject local anesthetic. Clinician then used the 22ga. X 1-1/2 inch safety-glide injection needle in the kit instead"".